Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for complex reg. Pain syndrome type I. Information was reported that the patient has an appointment tomorrow ((B)(6) 2017) with her healthcare professional (hcp) and wanted to see if a manufacturing representative (rep) could be present to assist, because the patient is having a hard time getting it charged, no matter how tight she puts it on she's having difficulty making a good connection. The patient reported she has been hardly using the spinal cord stimulator because she is afraid to drain the battery. The patient also reported sometimes it's not even making connection and sometimes she has to put her finger on the ins site and then will quickly put the antenna in place and move her finger away and patient has to press on it real hard so it hurts, it's like it can't reach it, patient doesn't know. It was reviewed that the patient's hcp needs to page a rep for them to be present at the appointment. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the coupling intermittently drops out from 6-8 bars for no reason. A new insr was sent to the patient.